Event description:
It was reported that the patient was taken off of her primary ventilator and put on the back-up ventilator to take a bath. It is unknown what occurred to cause the patient death. It is also unknown if the ventilator was connected to the patient when she passed away. At this time, there are no allegations of ventilator malfunction causing patient harm.

Manufacturer narrative:
The customer is holding the ventilator in quarantine and has not returned it to the manufacturer for an event trace download and non-invasive testing. This report is being filed beyond the 30 day MDR filing time-frame.